Event description:
It was reported to covidien on (B)(6) 2009 that a customer had a problem with an electrode. The customer reports they experienced a severe skin irritation from the pads. The pt stated she received burns (skin torn off and bleeding) from two types of electrodes (one of which is not a covidien product). The pt reported her dermatologist prescribed a cream (unk name) and that the sores are healing.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.